Event description:
It was reported that the patient fell five months ago and broke their wires and five ribs. They had MRI and surgery to replace the implantable neurostimulator in january 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Event description:
The patient stated she had terrible fall and broke the "wires". The patient also broke 3 ribs in her upper back due to the fall. They removed implantable neurostimulator (ins) (serial # (B)(4)), so she could have an MRI and then inserted ins (serial # (B)(4)) a week or so later. Patient services questioned the implant date and reviewed device registration information showing explant date and re-insertion was the same. The patient was not sure which dates were correct.

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but cannot get appointment with their healthcare provider or manufacturer representative. It was noted cannot get appointment before (B)(4). The patient had used all four program and can get appointment with urologist. The patient needs to have their plan deprogrammed and wanted to know how can she get this done.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v260951, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information from the healthcare provider reported that all parts of the lead were explanted. The patient needs to received MRI of back. A new system was placed.